Event description:
Material no. Unknown; batch no. Unknown. It was reported that during use of the unspecified bd¿ pen needle one pen needle leaked during injection, another needle was dull, and the third needle was longer then normal. This occurred on 3 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: "I've found three defects in my first box of bd ultra-fine mini 5mm x 31g needles. One was a gross leaker when I gave myself a shot. One was a dull needle. One had a longer needle than the typical mini."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified bd¿ pen needle one pen needle leaked during injection, another needle was dull, and the third needle was longer then normal. This occurred on 3 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: "I've found three defects in my first box of bd ultra-fine mini 5mm x 31g needles. One was a gross leaker when I gave myself a shot. One was a dull needle. One had a longer needle than the typical mini."